Event description:
It was reported that the atrial was exhibited high and out of range impedance during implant. The lead was unable to be fixed at every position. The lead was not used.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: normal analysis. No anomaly was found.